Event description:
A hospital in (B)(6) reported via our distributor that an rt240 adult breathing circuit did not pass a ventilator leak test. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Our investigation is currently underway. We will provide a follow up report with the results of our investigation.